Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon break occurred. The 85% stenosed lesion was located in the mid left anterior descending artery. A 3.25mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However upon inflation, the balloon breaks. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon break occurred. The 85% stenosed lesion was located in the mid left anterior descending artery. A 3.25mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However upon inflation, the balloon breaks. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.